Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis is unknown. Hospitalization was not reported for this event. Patient was treated for this event; however specific treatment was not reported. Action taken with therapy was not reported. At the time of this report, the patient outcome is unknown. No additional information is available. This is report 2 of 3.